Event description:
It was reported that while doing preventive maintenance, the epg (external pulse generator) was not reading accurately. The atrial and ventricular sense leds (light emitting diodes) were also flashing. Troubleshooting determined the atrial channel was working fine, but the ventricular channel was not operating properly. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of specification (one diode on the ventricular side has low resistance). Upper case is dented. Lower case and side bail covers are broken. Battery drawer is out of specification (latch is dented). Side bails and ring are missing. Heart wire contacts are contaminated. Serial number label is torn (cosmetic). Lcd (liquid crystal display) gasket is obstructing the view of the lcd.